Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call delivery anomaly. Customer's blood glucose level was 200 mg/dl. Customer's mother advised that the insulin pump does not deliver a bolus even though it is programmed to do so. Customer's mother advised that a few boluses are missing in the bolus history. Customer was advised there are no alarms in the alarm history. Customer was advised that the device would be replaced and agreed to return the product for further analysis.